Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), genital haemorrhage ('abnormal bleeding (general)') and kidney infection ('kidney infection') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain ("lower back pain") and abdominal pain lower ("lower stomach pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual inytercourse)"), fatigue ("fatigue"), gastritis ("gastritis"), alopecia ("hair loss"), urinary tract infection ("uti"), cystitis ("bladder infection"), kidney infection (seriousness criterion medically significant), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision has worsened"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, cystitis, kidney infection, migraine, vaginal discharge, visual impairment, urinary tract disorder, bladder disorder, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, kidney infection, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2017) was reported and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Both tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received: new events (genital bleeding, vaginal bleeding, apareunia, bladder disorders, urinary problems, dyspareunia, fatigue, gastritis, hair loss, uti, bladder infection, kidney infection, migraines / headaches, lower back pain, lower stomach pain, vaginal discharge and vision worsened) updated, new reporters and lab test updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and kidney infection ('kidney infection') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". The patient's medical history included multigravida and parity 4. Concomitant products included etonogestrel (implanon) and medroxyprogesterone acetate (depo provera). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain ("lower back pain") and abdominal pain lower ("lower stomach pain"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual inytercourse)"), fatigue ("fatigue"), gastritis ("gastritis"), alopecia ("hair loss"), urinary tract infection ("uti"), cystitis ("bladder infection"), kidney infection (seriousness criterion medically significant), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), visual impairment ("vision has worsened"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and female sexual dysfunction ("apareunia"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dyspareunia, fatigue, gastritis, alopecia, urinary tract infection, cystitis, kidney infection, migraine, vaginal discharge, visual impairment, urinary tract disorder, bladder disorder, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, cystitis, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastritis, genital haemorrhage, heavy menstrual bleeding, kidney infection, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and visual impairment to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2017) was reported and (B)(6) 2007, (B)(6) 2011. Trailing coils: right- 3, left-5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Both tubes were blocked. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporters, concomitant drugs, lab data, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test." In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2017) was reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter details updated. Patient demographics added. Injury events was replaced with events pain: dysmennorhea (cramping), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), breakage, migration and patient did not performed essure confirmation test. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2007 (previously reported) and in current fu ((B)(6) 2017) was reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.